Event description:
A sheath angiogram was performed and a star-close vascular closure device was deployed in the right common femoral artery to secure hemostasis. Upon removing the delivery system, it would not release from the femoral artery. Abbott vascular clinical rep was called via telephone and he talked dr through troubleshooting this device and bailout techniques. The star-close was deployed without incident and the delivery system was removed. Pt pulses remain intact per charting. Starclose device (B)(4).